Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned implant identified a fractured hex and bone residue around the external threads due to usage no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The bone loss event could not be verified.

Event description:
The implant at tooth site #30 fractured and was removed. Bone loss was also noted at the site.